Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a corneal flap tear from one side of the hinge position till edge of pupil during a laser assisted flap creation procedure. This issue occurred while trying to lift the flap. Additional information has been requested.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Upon follow up, it was reported that the right eye was involved and that the lasik procedure as able to be completed. Patient's vision is good. The patient continues to be monitored.